Manufacturer narrative:
The samples are plasma. Qc is run once every 24 hours and was in range prior to the event. A field service engineer (fse) was dispatched: the fse replaced parts and performed diagnostic testing with good results. The customer ran qc without any errors. The fse verified repair per established procedures. Results meet published performance specifications. No clear root cause for this event has been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accutni) result, above the ami cut-off, for one patient. Second and third sample results from this patient, as well as a rerun of the original sample, were in a lower reference range. The results were reported out of the lab. Customer did not report any injury or changes in patient treatment attributed to this event.